Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer (pp) was showing a ¿call your doctor¿ icon. A power on reset (por) condition was noted. It was noted that the patient usually would charge every 3 days and no physician mode recharge (pmr) had not been done. The source of the por was not known. It was also stated that the patient was ¾ charged at the time of this report. Instruction to clear the por were sent. Follow-up determined the patient was able to clear the por on his own. The patient was then receiving effective therapy. No further follow-up was required as the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type:: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).